Event description:
Emergency medical tech's responded to a person, condition unk. The device was connected to the pt and powered on. According to the reporter, the device display intermittently blanked twice during the call. No adverse affects were reported as a result of the alleged malfunction.